Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not identify any defect on the fiber that could cause initially reported forward firing. The glass cap exhibited a circumferential fracture at the proximal side of fiber/glass fusion zone. The fiber proximal to fracture could rotate independently of metal cap. This failure mode was indicative of a fracture beneath the metal cap. The glass cap exhibited severe devitrification at output window. The metal cap exhibited mild detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks. The fiber was tested with hene laser fixture, aim beam was present at fiber output window. There were no signs of breakage along length of fiber. The connector cone, segments, and tabs appeared in good condition and secured. The control knob was attached and aligned with fiber and could rotate the fiber. Based on the observed glass cap proximal fracture, an evaluation conclusion code of design inadequate for purpose of the device was assigned to this investigation. A temperature higher or close to epoxy degradation temperature near the laser beam output window may be a major impacting factor leading to epoxy failure. Tissue adhesion from constant and heavy tissue contact could be the major cause resulting in the observed glass cap proximal fracture. Based on analysis results, there was no defect on the fiber that could contribute to the as reported forward firing. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The procedure was completed with a second fiber. No clinical complications to the patient occurred due to this event.

Manufacturer narrative:
Lot number: corrected.

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The procedure was completed with a second fiber. No clinical complications to the patient occurred due to this event

Event description:
It was reported that from the beginning of the photoselective vaporization of the prostate (pvp) procedure, the light beam appeared at the fiber end and not laterally. The procedure was completed with a second fiber. No clinical complications to the patient occurred due to this event